Manufacturer narrative:
Other relevant device(s) are: product ID: 9734691, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. No common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. The mouse was returned to the manufacturer for analysis. Analysis found that the returned mouse was able to connect to a known good computer without issue. The mouse was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the wireless mouse was unable to be used; it was reported that it did not respond. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the wired mouse and keyboard worked.